Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer who reported that an I-stat 1 analyzer became hot to touch. The customer was burned as a result of removing the batteries, but the burn did not require medical attention.